Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery (rca). After a non-bsc guide catheter was placed, a 3.00 x 38 synergy ii drug eluting stent was advanced to treat the lesion; however, it was noted that the shaft broke while trying to deliver the device through the guide catheter. The device was removed via the shaft as the location of the break was far enough back that it could be retrieved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks and the shaft was broken at 5cm distal from the end of the strain relief. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery (rca). After a non-bsc guide catheter was placed, a 3.00 x 38 synergy ii drug eluting stent was advanced to treat the lesion; however, it was noted that the shaft broke while trying to deliver the device through the guide catheter. The device was removed via the shaft as the location of the break was far enough back that it could be retrieved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.